Event description:
I had essure implants done at (B)(6) health center in (B)(6) by doctor (B)(6), on (B)(6) 2010. General symptoms include frequent joint aches, skin rash, fatigue, decreased libido, and regret. I now have abnormal uterine bleeding and cysts. I experience constant pelvic pain, pelvic pressure, and pain during sexual intercourse. I bloat way worse than before I had the procedure. My hair is coming out every time I wash it. I get hives and worse allergies.